Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked to the extent that the user could not operate or unlock the device, and the user transitioned to multiple daily injections with blood glucose reported in range at the time of contact. Symptoms included no hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no injury, no medical intervention beyond switching to injections, and no hospitalization. Investigation included complaint intake review, verification of shipping and return logistics, user education on shutdown procedures, and data handling guidance. Investigation of this case revealed a damaged display rendering the user interface inoperable, consistent with a hardware display failure of the screen component, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.